Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 of the 2 events, the customer biomedical engineer troubleshot the issue with ge healthcare technical support. There is no further information available regarding the resolution of the reported issue.

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced malfunction resulting in elevated co2 readings. These reports were received from various sources. Of the 2 events, 2 events did involve patients. There was no patient information available.